Manufacturer narrative:
The agent reported that (drill bit broke, bone was sclerotic. About one third stayed in the patient, the other 2/3 was discarded age-unk/gender-male). RMA examination: the instrument was not returned to djo for further examination, per product feedback form, two-thirds of the drill bit was discarded while the rest remains in patient. No further evaluation can be made for this event. This customer complaint will be closed. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed twelve previous complaints but there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - instrument broke, pieceleft in patient.